Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient regarding their external neurostimulator (ens) for urge incontinence. It was reported that the patient had a few instances where the urine stream was very light and one instance where she wasn't able to void at all. Patient stated she was voiding normally today but is still not fully emptying her bladder. No further complications were reported.